Manufacturer narrative:
Approximate age of device ¿7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was admitted for a hemorrhagic stroke. CT scan results noted intraventricular hemorrhage involving all ventricles with finding worrisome for acute blood within the right lateral ventricles with associated hydrocephalus. The was not noted downward herniation. The patient was treated with aspirin and warfarin. No further information was reported.

Manufacturer narrative:
The report type was updated.

Event description:
On (B)(6) 2019, it was reported that the patient presented to the emergency room (ER) after being found unresponsive at home. The patient was reported to be on coumadin everyday, no aspirin, the patient's inr and pt was reported to be 2.3 and 27.3. The patient was intubated on (B)(6) 2018. On (B)(6) 2018, a left frontal external ventricular drain was placed. Neurology ordered a electroencephalogram (eeg) due to possible seizures and the patient having upper right extremity movements. The eeg was negative for seizures. On (B)(6) 2018, the account reported the patient neurological status deteriorated. Loss of gag, cough and corneal reflexes, non-reactive dilated pupils and non response to verbal and painful stimuli. A head CT on (B)(6) 2018 noted increased intraventricular with sulcal effacement. A right frontal external ventricular drain was placed on (B)(6) 2018. The patient expired on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not conclusively be established through this evaluation. The device was not returned to abbott for evaluation. The heartmate 3 lvas instructions for use lists stroke, bleeding and neurological event as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.